Manufacturer narrative:
(B)(4). Batch # t5az58. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Additional information requested but not received: was there any issue either loading or removing the reload in the jaws of the device? Or, was the reload loose in or did it fall out of the jaws after it had been loaded?

Event description:
It was reported that during an unknown procedure, the stapler wouldn't hold the attached reload. Unknown what kind of reload was used in the procedure. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t5az58. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with a gst45w cartridge reload loaded on the device. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.